Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after unpacking the pre-loaded sphincterotome, an attempt was made to bow the cut wire, however, the tome failed to function. The product was not used and did not come into contact with the pt. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - won't bow. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).